Manufacturer narrative:
Device lot number, or serial number, and unique device identification (UDI) are unavailable. The reported issue was reviewed by medtronic personnel. The behavior was found to be consistent with an anomaly in the medtronic navigation software anomaly tracking database. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while testing the navigation system application software, cta exams could be loaded in the images task but would then not display in the planning portion of the application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that all views were black without an exam displayed in the planning stage. Image would display in the images task. Issue discovered during development. There was no patient present when this issue was observed.